Manufacturer narrative:
The reported complaint about the quattro catheter (lot # 142198) leak was confirmed. During the functional leak test, a pinhole leak was observed at distal end of medial 1 balloon. The probable root cause of the pinhole leak was due to a latent material defect. Visual inspection of the returned catheter was performed and no physical damage was observed. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device for one minute, the balloons were fully inflated when pressurized up to 100 psi. Immediately upon pressurizing the catheter, a pinhole leak was observed at distal end of medial 1 balloon. Therefore, the reported complaint was confirmed. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the catheter leak and there was no previous history of complaints reported for quattro catheter with lot number 142198.

Event description:
After 4 hours and 20 mins of ivtm therapy, the saline bag was observed to decrease in volume, no leak was observed on the suk and the thermogard console generated an "air trap" alarm during leak check. After 10 minutes, the physician suspected a quattro catheter (lot# 142198) leak and the ivtm therapy was discontinued. Adjunct therapy was used to continue treatment. No consequences or impact to patient. Please see the following related MFR report: MFR 3010617000-2021-00240 for thermogard console.